Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope was contaminated with unspecified microorganisms. The device was put in quarantine. There were no reports of patient harm associated with this event.